Event description:
Note: this report pertains to the one of three devices reported to malfunction during the same procedure. Refer to associated MFR report# 3005099803-2009-00934 and 3005099803-2009-00942 for details regarding the other two devices. It was reported to boston scientific corp on feb 4, 2009 that a resolution clip device was used during a colonoscopy procedure performed in 2009. According to the complainant, during the procedure, when attempting to open one clip while inside the pt, it was observed that the clip was missing. It was unk if the clip fell off inside the pt or if it was never on the catheter from the start. A second clip was used in the procedure but it would not open. A third clip was successfully deployed and grasped the tissue. However, a small piece of metal was noticed on the pt's tissue next to the clip. The third clip and the metal piece were left in place. The procedure was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot #; therefore, the device manufacture date and expiration date are unk. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of historical trending, and similar complaint trending for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.